Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to omsc for evaluation. In the evaluation of olympus trading shanghai limited. (Osh) the following was confirmed, - the broken camera cable caused the image strip , and the adapter pin was lost. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was presumed to have caused image flicker due to unexpected stress on the cable caused by the user's use and the cable was broken.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was flickers. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.